Event description:
It was reported that a programming system was not working due to communication issues. The programming system would work intermittently and the communication difficulties were confirmed on a demo device. The 9v battery was not the cause of the communication issues. The programming system was returned to the manufacturer where the failure to program was confirmed and attributed to an intermittent conductor in the serial data cable. Once the cable was substituted, all communication errors cleared. No issues with the returned flashcard were noted. During analysis of the returned handheld, it was identified that some of the sync cable connector leads were damaged and that the solder connections between the sync cable connector leads and the pcb were cracked. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. It was also identified that the serial cable was unable to establish communication using a known good wand and the returned handheld. The cause for the communication difficulties is associated with a broken wire connection on the axim connector plug pcb. Once the wire was soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the handheld and wand. The most likely cause for the wire breaks can be associated with mishandling of the serial cable. The communication errors associated with the intermittent conductor in the wand will be reported via alternate summary reporting.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.